Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not delivering insulin correctly. The reporter was unable to troubleshoot the pump at the time of the call. This complaint is being reported because inaccurate insulin delivery can lead to blood glucose excursions. There was no allegation of an adverse event associated with this complaint.